Event description:
Philips received a complaint on the heartstart mrx device indicating that the therapy delivery test failed.

Manufacturer narrative:
Phone number: (B)(6).

Manufacturer narrative:
Based on the information available, the device returned to full functionality after a third-party repaired it. No further details regarding the repair are provided.